Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a bus disconnect message. A field service engineer inspected the communication sled and found no lights lit on the sled. A field service engineer replaced the communication sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, p-trauma2 displayed a bus disconnect notification. The customer stated that they were able to retrieve the medication from another station while this machine was unavailable. There were no adverse events or injuries reported based on this event.